Event description:
It was reported that the ekos devices were exchanged. Two ekos endovascular device, 106x12cm were selected for use in a bilateral ekos procedure. Both ekos devices were placed without issue in the catheterization lab, and the patient was transferred to the ICU. Once in the ICU, it was observed that the ports on both ekos devices were broken and leaking fluid. It was not reported whether the leaks were attributed to the drug or coolant. Both ekos devices were exchanged to resolve the issue. There were no reported patient complications.

Event description:
It was reported that the ekos devices were exchanged. Two ekos endovascular device, 106x12cm were selected for use in a bilateral ekos procedure. Both ekos devices were placed without issue in the catheterization lab, and the patient was transferred to the ICU. Once in the ICU, it was observed that the ports on both ekos devices were broken and leaking fluid. It was not reported whether the leaks were attributed to the drug or coolant. Both ekos devices were exchanged to resolve the issue. There were no reported patient complications. It was further reported that the leaks for both ekos endovascular devices were attributed to the drug ports. The patient was confirmed to have been returned from the ICU to the catheterization lab for ekos device replacement.

Manufacturer narrative:
Updated field: b5 - describe event or problem.

Event description:
It was reported that the ekos devices were exchanged. Two ekos endovascular device, 106x12cm were selected for use in a bilateral ekos procedure. Both ekos devices were placed without issue in the catheterization lab, and the patient was transferred to the ICU. Once in the ICU, it was observed that the ports on both ekos devices were broken and leaking fluid. It was not reported whether the leaks were attributed to the drug or coolant. Both ekos devices were exchanged to resolve the issue. There were no reported patient complications. It was further reported that the leaks for both ekos endovascular devices were attributed to the drug ports. The patient was confirmed to have been returned from the ICU to the catheterization lab for ekos device replacement.

Manufacturer narrative:
Device analysis: an ekos device was returned for analysis. Visual inspection of the complaint device confirmed that there were cracks in the drug and coolant port luers. The drug port leaked fluid during the leak test. The reported events of hub damage and leaking were confirmed.